Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ischemia, "eskimos"/suggestive of hematoma and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: contra-indications: do not inject into the blood vessels (intravascular). Undesirable effects: practitioners must inform the patient that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): cases of glabellar necrosis, abscess formation, granuloma and hypersensitivity have all been reported in the literature following hyaluronic acid injection. It is therefore important to take such possible complications into account.

Event description:
Healthcare professional reported that the day following injection in patient¿s acne scars with 0.5 ml of juvéderm ultra¿ in each hemiface, patient developed ischemia in the right hemiface. Area was ¿eskimos¿ and suggestive of a hematoma. Pentoxifylline, acetylsalicylic acid, cefadroxil and warm compresses were given as treatment on the day of symptom onset. Patient was also treated with 3 sessions in a hyperbaric chamber which improved the necrosis present in the right malar region. Symptoms solved.

Event description:
Additional information: healthcare professional explained that ¿it was an acute event after injection, but with no relation to the device, it was related to a microembolic intercurrence in an area theoretically without vascular risks. The crust that formed took about 10 days. Nowadays, patient is well, with only mild hyperemia in place, as expected, but in a few weeks it will be solved without sequelae.¿

Manufacturer narrative:
Upon further review, the diagnostic testing field, patient history, concomitant therapies, and usage of device were corrected to reflect the information received. The events of "hyperemia, microembolic intercurrence, probably embolization, and crust formation" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: contra-indications; do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolisation, occlusion of the vessels, ischaemia or infarction. Undesirable effects. Inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. Haematomas. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.